Event description:
Approximatelhy six months after receiving a cypher stent in the proximal right cornary artery, the patient had restenosis.

Manufacturer narrative:
This male patient had the following medical history: angina pectoris, past history of pci, chronic hf, aortic incompetance, hypertension, lipid metabolism abnormality, diabetes and smoking. The target lesion was the proximal right coronary artery. The vessel was an in-stent restenosis of a bare metal stent (competitor's product), concentric, tubular, ostial, with no tortuousity or calcification. The diameter of the vessel was 2.49mm and the lesion length was 16.39mm. Pre-procedure stenosis was 59.1%. Aha/acc classification of the vessel was a type b2. It was an elective case. Radial approach was chosen for the procedure. Pre-dilation was conducted with a balloon (3.0 x 20mm) at 20 atmospheres (atm). Inflation time was unknown. A cypher (3.0 x 28mm) (lot i0305070) was implanted at 16 atm for 16~30seconds. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 25.3%. Ivus was not conducted. Approximately five months later, a follow-up coronary angiography was conducted and focal restenosis was observed at the proximal edge of the implanted cypher. There was 90% stenosis. The patient did not complain of any chest pain. To treat the restenosis, a cypher (3.0 x 18mm) (lot i0805206) was implanted at 16 atm inside the initial cypher as a stent in stent. Inflation time was unknown. The residual % of the stenosis was 25%. Two days later, the patient was in stable condition and was discharged from the hospital. Approximately six months later, follow up coronary angiography was conducted and focal restenosis was observed at the proximal end of the 3.0 x 18mm cypher stent. The patient did not complain of chest pain. There was 90% stenosis. To treat the restenosis, balloon angioplasty was conducted with a 3.0 x 20mm kongou balloon. Inflation time and pressure were unknown. The residual % of stenosis was 25%. Two days later, the patient was reported in stable condition. The initial restenosis for the 3.0 x 28mm cypher stent (lot i0305070) had been previously reported under MFR report # 9616099-2006-00554. This device (lot i0805206) us distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.